Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, lot# n171026005, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Information was received from a consumer, representative, and healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml. The pump was programmed to deliver this medication via simple continuous mode. The patient stated they had not been happy with the pump placement since the device was replaced and moved from their back to their abdomen. They did not think the device made enough of a difference in their spasticity to keep up with pump maintenance. The patient's pump and catheter were removed. The patient had a visit with their hcp on (B)(6) 2015 and presented for an intrathecal pump adjustment. They had their pump replaced with the current pump on (B)(6) 2015. Since the replacement the patient had abdominal pain and no appetite. They also reported their left hand and foot felt cold, even in the summer heat. They stated these symptoms were new, and they began only since the new pump was implanted. They had a colonoscopy scheduled "next week", and they had not had an upper gastrointestinal endoscope done. They insisted that their new symptoms were caused by the new pump, and they wanted the pump to be removed. The patient ambulated with a cane. There were no areas of skin breakdown, and there was no evidence of seroma, hematoma, redness, tenderness, or drainage. Their breathing was unlabored, and a cardiovascular examination revealed a regular rate and rhythm (rrr). The patient's abdomen was soft and nontender. There was no peripheral edema. The patient's right elbow, wrist, and finger flexors were tight and they did not have full extension. The patient's right knee extensors were tight, but they could be fully flexed, and their right ankle was in a neutral position. The patient's dose was decreased by 26 percent to 185 mcg/day in simple continuous mode. The alarm date was (B)(6) 2016. The patient was to return for an intrathecal baclofen (itb) adjustment in one to two weeks. Over the next few adjustments they were to get the patient to a minimum intrathecal dose so that they could see how the patient did without itb dosing. If the patient was doing "ok" from a spasticity standpoint and still desired the itb pump to be removed, then the hcp was to make arrangements. The patient was to inform the doctor of their abdominal symptoms and see if they could determine if there was a medical explanation. The hcp doubted the itb pump was the cause of the patient's current symptoms. The hcp's assessment indicated the patient had involuntary movements, abnormal (2012 ICD-9 code 781.0) and spastic hemiparesis affecting their dominant side (2012 ICD-9 code 342.11). The patient had another visit at their hcp's office on (B)(6) 2015. They reported that they experienced no increase in spasticity with the last decrease in dose, and they would like another decrease. There were no changes in the patient's exam from (B)(6) 2015, and the patient's neurological exam indicated that no focal changes were noted on their motor exam. The patient's dose was decreased by 20 percent to 148.2 mcg/day in simple continuous mode, and the alarm date was (B)(6) 2016. The hcp's assessment indicated the patient had a cerebrovascular accident (2012 ICD-9 code 436) and spastic hemiparesis affecting their dominant side (2012 ICD-9 code 342.11). The patient had another visit at their hcp's office on (B)(6) 2015. The patient reported they experienced no increase in spasticity since their last decrease, and they would like the pump decreased again. There were no changes in the patient's exam from (B)(6) 2015. The patient's dose was decreased by 20 percent to 119 mcg/day in simple continuous mode, and the alarm date was (B)(6) 2016. The hcp's assessment indicated the patient had spastic hemiparesis affecting their dominant side, stable (2012 ICD-9 code 342.11/ICD-10 g81.10). The patient had another visit at their hcp's office on (B)(6) 2015. The patient reported they experienced no symptoms since their last decrease, and they would like the pump decreased again. There were no changes in the patient's exam from (B)(6) 2015, though the patient did ambulate without a device (previously with cane). The patient's dose was decreased by 19 percent to 96 mcg/day in simple continuous mode, and the alarm date was (B)(6) 2016. The hcp's assessment indicated the patient had spastic hemiparesis affecting their dominant side, stable (2012 ICD-9 code 342.11/ICD-10 g81.10). The patient had another visit at their hcp's office on (B)(6) 2015. The patient reported they experienced no negative side effects, and they would like the pump adjusted accordingly. There were no changes in the patient's exam from (B)(6) 2015. The patient's dose was decreased by 87 percent to 12.3 mcg/day in simple continuous mode, and the alarm date was (B)(6) 2020. The hcp's assessment indicated the patient had spastic hemiparesis affecting their dominant side, stable (2012 ICD-9 code 342.11/ICD-10 g81.10). The patient's other medications were as follows: alora 0.1 mg/24 hours transdermal patch semiweekly; celexa 40 mg oral tablet; flonase 50 mcg/actuation nasal spray, suspension; forteo 20 mcg/dose, 600 mcg/2.4 ml subcutaneous pen injector; nexium 40 mg oral capsule, delayed release (dr/ec); proair hfa 90 mcg/actuation inhalation hfa aerosol inhaler; singulair 10 mg oral tablet; symbicort 80, 4.5 mcg/actuation inhalation hfa aerosol inhaler.

Manufacturer narrative:
Analysis of the 8637-20 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.